Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and breast cancer ('breast cancer') in an adult female patient who had essure (batch no. 887588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (bleeding and cramping since delivery) in (B)(6) 2012 and breast cancer. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("spotting"), vulvovaginal pruritus ("vaginal itching"), autoimmune disorder ("autoimmune like symptoms"), dental caries ("tooth decay"), migraine ("migraine") and urinary incontinence ("unable to hold urine") and was found to have breast cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral mastectomy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vulvovaginal pruritus, breast cancer, autoimmune disorder, dental caries, migraine and urinary incontinence outcome was unknown. The reporter considered autoimmune disorder, breast cancer, dental caries, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: successful occlusion of both fallopian tubes by essure implants. Subtle irregularities within the intrauterine cavity that probably represent adhesions as described above. The remainder of the examination is negative. Pathology test on (B)(6) 2018: breast cancer of 200 and 5 mm dcis. Ultrasound pelvis on (B)(6) 2018: the uterus appears normal so does the right ovary. Left ovary was not seen due to overlying bowel. No adnexal masses. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and breast cancer ('breast cancer') in an adult female patient who had essure (batch no. 887588-notvalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (bleeding and cramping since delivery) in (B)(6) 2012 and breast cancer. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("spotting"), vulvovaginal pruritus ("vaginal itching"), autoimmune disorder ("autoimmune like symptoms"), dental caries ("tooth decay"), migraine ("migraine") and urinary incontinence ("unable to hold urine") and was found to have breast cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral mastectomy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vulvovaginal pruritus, breast cancer, autoimmune disorder, dental caries, migraine and urinary incontinence outcome was unknown. The reporter considered autoimmune disorder, breast cancer, dental caries, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful occlusion of both fallopian tubes by essure implants. Subtle irregularities within the intrauterine cavity that probably represent adhesions as described above. The remainder of the examination is negative.. Pathology test - on (B)(6) 2018: breast cancer of 200 and 5 mm dcis. Ultrasound pelvis - on (B)(6) 2018: the uterus appears normal so does the right ovary. Left ovary was not seen due to overlying bowel. No adnexal masses.. (887588) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and breast cancer ('breast cancer') in an adult female patient who had essure (batch no. 887588-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (bleeding and cramping since delivery) in (B)(6) 2012 and breast cancer. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("spotting"), vulvovaginal pruritus ("vaginal itching"), autoimmune disorder ("autoimmune like symptoms"), dental caries ("tooth decay"), migraine ("migraine") and urinary incontinence ("unable to hold urine") and was found to have breast cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral mastectomy and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vulvovaginal pruritus, breast cancer, autoimmune disorder, dental caries, migraine and urinary incontinence outcome was unknown. The reporter considered autoimmune disorder, breast cancer, dental caries, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful occlusion of both fallopian tubes by essure implants. Subtle irregularities within the intrauterine cavity that probably represent adhesions as described above. The remainder of the examination is negative.. Pathology test - on (B)(6) 2018: breast cancer of 200 and 5 mm dcis. Ultrasound pelvis - on (B)(6) 2018: the uterus appears normal so does the right ovary. Left ovary was not seen due to overlying bowel. No adnexal masses. (887588) is invalid. Most recent follow-up information incorporated above includes: on 7-may-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.